Event description:
The customer reported to olympus, during reprocessing, the evis exera ii ultrasound gastrovideoscope tested positive on (B)(6) 2023, for 6 colony forming units (cfus) of rothia dentocariosa / 1 cfu of bacillus species, the insufflation channel was sampled. The device was sampled again on september 26, 2023 and found 5 cfu's of staphylococcus capitis / 13 cfu's of neisseria flavescens / 1 cfu of staphylococcus capitis / 2 cfu's of pseudomonas aeruginosa / 1 cfu of achromobacter species, the working channel and the air / water channel was sampled. The device was sampled again on october 2, 2023 and found >1000 cfu's of stenotrophomonas maltophilia, the aspiration channel was sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing and the microbiological analysis results are pending. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: no detection. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - torque nut is loose - due to deformation of the forceps elevator lever, up/down knob cannot be locked securely - switch button 1 has a cut - forceps elevator lever has a crack - channel tube has a buckling - channel tube has a scratch however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. As a result of confirming the contents of the instruction manual of gf-uct180, reprocess method is described on the below chapters: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.